Manufacturer narrative:
Additional information was received on august 20, 2021. The event reported was a medical device removal. The surgery was cancelled, therefore, mentor is not aware of any adverse event that has taken place. Since mentor has not been made aware of any adverse event or product malfunction, this event is no long subject to MDR reporting. If further information is received indicating a product malfunction or adverse event has taken place, then additional reporting will take place at that time. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor implant placed required explant for an unspecified reason. Explant was performed on (B)(6) 2021. (*2a. Common device name) and (*2b. Procode) are unknown, however they are being filled out for submission purposes. No additional event details are available at this time, if additional event details become available in the future, then a supplemental report will be submitted.